Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 250 mg/dl. Troubleshooting for blank display was performed. Customer advised they had a blank display and the buttons were unresponsive. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. All buttons are functioning properly. No damage was found on the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. The insulin pump was received with normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No damage was found on the lcd isolation tape during our visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.